Event description:
Patient representative reported right side "severe pain", "redness, hardening, and swelling", "visible deformity", "recall", "inflammation", "baker grade IV capsular contracture", "progressive regional non-nodular enhancement, measuring approximately 32 x 28 x 10 mm located in the qsl / jql", "lobulated contours", and "accommodation folds." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.